Manufacturer narrative:
The manufacturer did not receive the devices affected for review. The lot numbers were received for the devices, and the device history records were reviewed and found to be conforming. While a cause for this specific clinical event cannot be ascertained from the information provided, an updated report will be submitted once the products are received and investigated. (B)(4).

Event description:
It has been reported that the patient received an avenir stem and cupule mobile retentive on (B)(6) 2013 and due to luxation of the hip prosthesis which caused the cup to dislocate, the patient had to undergo revision surgery on august 24, 2013.